Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reporter initially reported that the sample is available. However, the sample was inadvertently discarded before being sent to baxter. Therefore, the device was not evaluated, the reported condition could not be confirmed, and no root cause was identified. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. (B)(4). There is one other complaint and two incidents related to product lot number 10m063, and they are related to the leak condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 100 device was observed leaking from the blue winged luer cap before use. The device was filled with 90mg of pamidronate in 250ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.